Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the cgm graph was missing data points. The customer's blood glucose level was not impacted. Pump reset resolved this issue.